Event description:
It was reported that approximately 71 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, loss of motion and difficulty walking. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, and type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of motion or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loss of motion could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.